Event description:
It was reported that upon interrogation of the implantable cardiac monitor, the device exhibited backup operation. Due to the battery being depleted, no troubleshooting was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.